Event description:
The complainant has reported that a male pt with a diagnosis of esophageal cancer underwent a therapeutic procedure to place a polyflex esophageal stent in 2007. The polyflex esophageal stent was appropriately positioned to cover the stricture and deployed. The clinician reported "having trouble pulling the delivery system out, and that it was caught in the proximal end of the stricture and stent". Follow-up information received for this event revealed that the dilator tip detached from the insertion tube within the stent. Bsc was also informed that "the clinician manipulated the stent into the patient's stomach and removed the dilator tip with a rat tooth forceps. The stent was then repositioned within the esophagus to bridge the stricture." The patient did not sustain any reported adverse effect or complications as a result of this issue.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, we are not able to determine the relationship between this device and the cause for this event. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. Rolling 15-month complaint trend reports for all complaint failure modes were reviewed, no adverse trends were noted.